Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into evaluation or repair of the device - the hospital refused any further actions on the affected device, it will be scrapped due to its age. The device was manufactured in october 2011 but the status of preventive maintenance and repairs is unknown. The lack of information does not allow a case-specific evaluation and no reliable conclusion in regard to the potential root cause. In fact, it can even not be confirmed that indeed a ventilator failure has occurred. The manufacturer finally concludes - given that a malfunction of the device has occurred - the device is designed to post a corresponding alarm if automatic ventilation fails. There's a breathing bag integrated to ensure that patient support can be done by means of manual ventilation; a ventilator shut-down has no effect on the gas dosage and the monitoring functions. An assessment which scenario may apply for this particular event is not possible due to missing relevant information. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that during use on a patient and inconspicuously use for some time the user discovered that no mechanical ventilation was provided. The device was replaced by a spare device during surgery - reportedly no injury or serious impairment of patient´s state of health occured.